Manufacturer narrative:
Update to h10: investigation conclusion: response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
A repeat cue covid-19 test for home and over the counter (otc) use was performed on an unknown date and a negative result was obtained. Individual did not have symptoms at the time of testing.

Manufacturer narrative:
The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported 3 suspected false positives on 3 different individuals when testing with the cue covid-19 test for home and over the counter (otc) use. See (B)(4) and (B)(4) for the false positive results on individuals 1 and 2. On (B)(6) 2022, individual 3 tested with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 26494k, reader sn (B)(4)) and obtained a positive result. Additional questions were asked to customer about confirmatory testing and symptoms, however, no further information was provided.